Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient required a re-intervention. The patient underwent a percutaneous coronary intervention (pci ) that revealed an 80% stenosis with timi 3 flow in the ramus. The patient was treated with ivus and placement of a taxus liberte stent of unknown size. The post treatment diameter stenosis was 0% with timi 3 flow. The patient was discharged the following day. (B)(6) after the index procedure the patient was admitted to the hospital for coronary artery disease. During her hospital stay, the patient underwent a successful pci/poba to the ramus. The patient was discharged 2 days later.

Manufacturer narrative:
(B)(6). As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).